Event description:
It was reported that a patient underwent a breast augmentation primary with mentor memorygel breast implants 300cc and experienced bilateral capsular contracture baker grade iii (l) and baker grade IV (r) post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2024-02765 for contralateral side.